Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a perforation of a mildly calcified and heavily tortuous lesion in the right coronary artery. A graftmaster covered stent failed to cross due to the anatomy. A xience skypoint was used to seal the perforation and complete the procedure. There was no reported adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a perforation of a mildly calcified and heavily tortuous lesion in the right coronary artery. A graftmaster covered stent failed to cross due to the anatomy. A xience skypoint was used to seal the perforation and complete the procedure. There was no reported adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.